Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. External/internal inspection was performed and passed. Device powered up properly and no errors occurred. Inspected the main ground bus connections for contamination with no problems encountered. Tested main ground bus for intermittent operation and no problems were encountered. Product analysis lab (pal) evaluated the device and found no failure or malfunction that could have caused or contributed to the ground bond failure. Assignable cause for the rite failure of ground bond failure was undetermined.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.